Event description:
Customer alleged chair shuts down while driving it. (B)(4). No injury alleged.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. Customer alleged chair shuts down while driving it. MDR filed. No RMA has been initiated for this issue. However a quote - (B)(4) for the RMA has been issued. Model m41 - serial number/date code (B)(4) is approximately 1 year and 4 months old. The user manual part number 1143206 rev g (feb-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.